Event description:
It was reported that a patient presented to clinic for post-operation check. Device interrogation revealed high capture thresholds and p-wave amplitude variation on the atrial lead, it was suspected that the atrial lead dislodged. No changes or intervention was performed. The patient condition was stable.